Event description:
It was reported that the physician during the prep flush, noticed the distal end of the stent had deployed. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings relevant to this investigation.